Event description:
Customer went to the doctor because customer was urinating more frequently. Doctor found sugar in customer's urine and customer had a yeast infection. At 11:07 am, device = 221 mg/dl. At 11:09, device = 193 mg/dl. At 11:14 am, device 218 mg/dl and lab= 167 mg/dl. No treatment was received. Level 1 control was in range, however value for level 2 controls was not provided. A request was made for return product and replacement product was sent.